Event description:
The customer reported that there was high voltage arcing in the tube. No pt injury was reported.

Manufacturer narrative:
No conclusion can be drawn as repair info is unavailable, and no add'l service info was provided. During a retrospective review, this event was determined to be reportable. It was included as part of a retrospective summary report (rsr) request to FDA on (B)(4) 2011 (B)(4). FDA requested this event to be removed from the rsr request and filed via 3500a.